Manufacturer narrative:
(B)(6). Results: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for missing safety shield with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: customer complaint was confirmed. The absolute root cause is indeterminate.

Event description:
It was reported that the green safety shield of 21 g x 1.25 in. Bd eclipse¿ blood collection needles with luer adapter was missing. A nurse when opening the package, scratched her finger. No serious injury or medical intervention.